Event description:
The lay user/pt contacted lfs on april 14, 2010, alleging inaccurate high readings on the pt's one touch ultra link meter. A medical surveillance specialist (mss) sent a letter to obtain further clinical info. The pt mentioned that she obtained a high reading on her one touch ultralink meter and claims she may have taken more insulin than needed. Approximately 1.5 hours later after testing and taking insulin the pt felt weak and light headed. The pt mentioned that she had contacted the paramedics several times over the year due to the meter displaying high readings and taking allegedly more insulin based on the meter readings and later developing symptoms. Pt did not provide date time, readings, how much insulin she had taken and dates of when paramedics came to treat her. The pt was comparing meter readings to feelings. Ems was contacted and the pt was tested on the ems's meter; however, result was not provided and the pt was either treated with IV glucose, glucose injections and oral medications. A quality control test was not done since the pt did not have any control solution. The product was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, when the incident occurred, reading on the pt's meter, paramedics meter and how long symptoms lasted. The complaint is being reported since the pt alleged that due to the allegedly high readings on the meter, she took insulin and later developed symptoms and had to receive medical treatment by ems.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.